Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unknown pump errors and damaged around the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. The trace and history files were successfully downloaded using thump. A review of the pump history file shows a total of seven (7) pump error 63 (line number 147, file number 2017, variableinfo = 15) alarms due to a problem with the twi interface or with ad5161 chip, listed below: 02/14/2025 19:21:15.000 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15 03/19/2025 19:18:09.000 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15 03/23/2025 19:17:54.000 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15 03/26/2025 09:53:55.000 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15 03/28/2025 13:07:07.000 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15 03/28/2025 13:38:26.000 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15 03/30/2025 10:39:21.000 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15 the pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, stained and faded serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The pump passed all functional testing. Pump error 63 alarms are confirmed due to moisture damage on the electronics. Cosmetic damage (crack) on the battery compartment and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.